Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was reported that the patient was hospitalized on three separate occasions in the two months prior to the patient passing away. In the month prior to death, the patient was discharged from the hospital and subsequently passed away. It was unknown if therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received and evaluation is underway. Upon completion of the evaluation or should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history log review was performed and there were no keystrokes, programming, use related or iipv events that would indicate and/or contribute to the reported problem. A visual inspection was performed with no abnormalities noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. The pneumatic system was tested and found to be functioning properly. The testing revealed no leak and all pressures were correct and stable. The device passed seal, purge and wet disposable integrity test and successfully completed a short simulated therapy. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. Should additional relevant information become available, a supplemental report will be submitted.